Event description:
A malfunction alarm was reported with the code malf 12, although no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided additional instructions, which were followed successfully. The customer was informed that they could continue using the pump and advised to contact support if the issue recurred.